Event description:
A customer contacted beckman coulter regarding an erroneously elevated accu tni result generated by the access 2 instrument. The erroneously elevated result was identified during routine accu tni testing. The customer indicated that their lab performs all accu tni testing in duplicate. The accu tni result of the 1st replicate was 1.58 ng/ml. The accu tni result of the 2nd replicate was 0.02 ng/ml. The discordant results were reported out of the lab. The customer questioned the discordant results from the initial run and retested the pt sample. The repeated accu tni result was 0.02 ng/ml. There has been no chnage to pt treatment that can be attributed to this event.